Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at the display window corners and with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that the keys were scrolling endlessly, so she changed the battery to no avail. The customer reported that the keys became entirely unresponsive. The customer's blood glucose was 136 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.